Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience of seal component separation could not be confirmed or replicated. Based on the description of the event, it is likely that the reported event was due to non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic nephroureterectomy. Event description: a clear piece of the upper seal fell into the patient. It was not the ddb. It is unknown if it was used as the camera port or the assist port. The intervention is unknown. No patient injury occurred. The device is available for return once the risk team has released it. The model and lot number is unknown. Limited information is available at the time of reporting. Additional information was received via email on 11mar2019 from implem. Spec. Products used in the case were ctf73 or ctf71. "They used four 12x100mm and one 12x150mm trocars and do not know which trocar it can our of." Product name is "kii 12x100 or kii 12x150 fios first entry trocar". The lots of the trocars used in the case were "1339223, 1341069, 1341068". Procedure performed was a robotic nephroureterectomy. It is unknown at what point in the procedure that the event occurred. "But they noticed the seal in the patient in the middle to end of the procedure". The surgeon was "dissecting the ureter from around the bladder" at the time of the event. The case was completed with all initial trocars. The event trocar was not replaced. All pieces were retrieved from the patient. The entire component "appeared to fall off and was retrieved from the patients abdominal cavity." It is unknown what instrumentation was being used a the time of the incident. Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic nephroureterectomy. Event description: a clear piece of the upper seal fell into the patient. It was not the ddb. It is unknown if it was used as the camera port or the assist port. The intervention is unknown. No patient injury occurred. The device is available for return once the risk team has released it. The model and lot number is unknown. Limited information is available at the time of reporting. Additional information was received via email on 03/11/2019 from implem. Spec. Products used in the case were ctf73 or ctf71. "They used four 12x100mm and one 12x150mm trocars and do not know which trocar it can our of." Product name is "kii 12x100 or kii 12x150 fios first entry trocar". The lots of the trocars used in the case were "1339223, 1341069, 1341068". Procedure performed was a robotic nephroureterectomy. It is unknown at what point in the procedure that the event occurred. "But they noticed the seal in the patient in the middle to end of the procedure". The surgeon was "dissecting the ureter from around the bladder" at the time of the event. The case was completed with all initial trocars. The event trocar was not replaced. All pieces were retrieved from the patient. The entire component "appeared to fall off and was retrieved from the patients abdominal cavity." It is unknown what instrumentation was being used a the time of the incident. Patient status: no patient injury occurred associated with the complaint event.